Event description:
Reported by the complainant as follows: "et tube used for less than a day. The middle of the tube (about scale 16cm) has creased. Therefore air can't go in and out normally. Making it not able to breath normally". The event is deemed serious as it resulted in a drop in o2 saturation levels which was potentially threatening, from a clinical perspective, a causal relationship between the device and this event is deemed possibly related because it was in place when the problem was discovered.

Manufacturer narrative:
(B)(4).